Event description:
It was reported that the system was removed due to an infection. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.